Event description:
The surgeon began to engage the device and the generator registered an error message. The handpiece was inspected and the cable. After a few attempts with no success both the device and the cable where switched out. The case was performed without event and no harm to the patient. The rep was present during the case and is aware of the failure.